Event description:
This is a spontaneous case report received from a medical doctor via sales representative in united states on 23-jan-2015 which refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number cs000n0 on (B)(6) 2014. Physician was attempting to place an essure and the essure perforated into the abdominal cavity (side unknown to reporter at this time) and no coils were placed. The essure perforated while it was still in the device and was not released from the device. She got a tubal ligation (date unknown to reporter at this time). The product technical complaint (ptc) investigation and final assessment were received on 10-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert). The essure perforated into the abdominal cavity before it was released from the device and no coils were placed. She underwent a tubal ligation. The perforation of abdominal cavity, interpreted as uterine perforation, is considered serious due to required intervention and listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure, including the insertion of essure into the fallopian tubes. Most often, it occurs during insertion. Considering the nature of this event and that in this particular case, the perforation occurred during insertion, the perforation is considered related to essure. This case is regarded as incident due to required intervention. The product technical complaint analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Follow-up received on 24-mar-2014 by physician (perforation questionnaire): patient's initials, weight and height were updated. Her medical history includes gravida 2, para 2. Patient was not post-partum when essure was inserted. The sounding and cervical dilatation were done. No general anesthesia was applied. The perforation occured during the sounding and cervical dilatation, before the deployment. A tubal ligation was done. The hysterosalpingogram confirmation test was not performed since essure was not inserted. The patient never had previous gynecological interventions like cervical conization, curettage, myomectomy or adnexal surgery. Follow-up information received on 16-apr-2015 new reporter was added. According to the nurse, perforation had nothing to do with the essure. It happened when the scope went in. They were not filling out the paperwork because it did not have anything to do with the essure. They will not send in anymore paperwork. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert). The essure perforated into the abdominal cavity before it was released from the device and no coils were placed. She underwent a tubal ligation. The perforation into abdominal cavity, interpreted as uterine perforation, is considered serious due to medical significance and listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure, including the insertion of essure into the fallopian tubes. Most often, it occurs during insertion. Considering the nature of this event and that in this particular case, the perforation occurred during insertion, the perforation is considered related to essure. This case is regarded as incident due to required intervention (tubal ligation). The product technical complaint analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.